Event description:
It was reported that the patient presented to the doctor's office three weeks post implant due to experiencing light- headedness and passing out. The ventricular capture threshold appeared to be 0.75 v but there was occasional loss of capture at an output of 5 v. While in the doctor's office, the patient became syncopal, hit his head and bled profusely. A CT scan showed no head anomalies. The right ventricular lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.